Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, hydromorphone, and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they went to have their pump refilled yesterday and the pump was alarming every hour saying that the medication was running low. The patient stated that the nurse told her to call in to find out why the pump would continue to beep every hour. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. 2024-09-17 patl (con): additional information was received from a consumer (con) stated that low reservoir alarm occurred and expected 0.1 ml but actual was 9.2 ml. Action: the pump was refilled and programmed. A side port access was performed on (B)(6) 2024 and there was no unusual incident.